Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose and loss of consciousness leading to a fall. The customer's blood glucose at the time of incident was 20 mg/dl. The customer was taken to the hospital and treated with sweet liquid. The customer believes that the insulin pump over-delivered and led to the event. The customer's blood glucose was originally 300 mg/dl and sharply declined to 24 mg/dl within a timespan of thirty minutes. The customer had taken their daily 4-unit bolus as well as an additional 5.3 units preceding the incident. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no infusion set or priming anomalies noted. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump was not returned for analysis.